Event description:
It was reported by the patient that the previously working remote monitor was no longer receiving power. It was further reported that the monitor had "kept resetting the breaker for the power in the home." The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device will not power up using customer returned power supply. Device power up using known good power supply, but will not start interrogation. Power supply adaptor found out of electrical specification. Corrosion and contamination found on the bottom side of the printed circuit board assembly. Brownish stain observed on the shield cover and bottom housing.